Event description:
A lead extraction procedure commenced to a right ventricular (rv) and a left ventricular (lv) lead due to non-function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, advancement was made to the subclavian vein and stalled. Pushing slowly forward with the glidelight device, the dipole released from the wall of the heart, and the lead was removed. The patient's blood pressure was slowly declining; however, nothing could be seen on echocardiogram (echo) or fluoroscopy. Switching to a spectranetics tightrail rotating dilator sheath on the lv lead, the patient¿s blood pressure continued to decline and rescue efforts began, including rescue balloon, CPR, and femorofemoral (femoral-femoral) bypass. The patient then went into pulseless electrical activity (pea); therefore, a sternotomy was performed. A large perforation in the innominate and and the superior vena cava (svc) were discovered, but were not repaired. Since the patient's blood pressure was unrecoverable, and the high likelihood of brain death, the decision was made to cease rescue efforts. The patient did not survive the procedure.

Manufacturer narrative:
D4): device serial number unk. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.